Event description:
Add'l info provided by the o.r. Technician indicates there was no pt impact/injury associated with this event.

Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Pt impact is unknown. Add'l info has been requested.